Event description:
The clinician was having difficulty flushing clearing the lines. Because the obtained blood sample was diluted, the hemoglobin and hematocrit (h&h) readings were reportedly low. A blood gas sample was taken before the blood transfusion was started. Blood transfusion was started for 15 minutes and then stopped. A second blood sample was drawn and noted that the h&h readings were normal. Blood gases were normal as well. No pt complications reported. Device disposed.